Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not take corrective action for the elevated glucose level, and no assistance from a third party was required. Technical support provided guidance on resetting the pump, and the caller successfully reset it, understanding the instructions. This resolved the issue, and the customer was advised they could continue using the pump.